Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case becomes not-reportable pump was reported in cross reference duplicate svn (B)(4) MDR # 2032227-2025-141151 / (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 39 mg/dl. Customer also reported reoccurring sensor issues, received the change sensor alert. Customer requested replacement of transmitter due to sensor issues. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-242a, mmt-332a. Troubleshooting was not performed low blood glucose. It was unknown whether the customer had been used the insulin pump within 48 hours of reported low blood glucose event. It was unknown whether the automode feature was active at the time of reported low blood glucose event. Troubleshooting was performed for change sensor alert. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. Mmt-7841zn was requested and customer will discontinue to use the transmitter. Customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a.